Event description:
The customer reported that the 7700 system shuts down on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported.